Manufacturer narrative:
Concomitant product: PICC; valve (cap); tri-fuse; drug bag (vendor, model, lots unknown); therapy date (B)(6) 2016. No product will be returned per customer. The customer complaint of the t-connector cracked and leaked could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the t-connector extension cracked and leaked "hal/il." The patient's serum glucose was measured at 134 after the event. The suspect and concomitant disposables were replaced. No report of patient harm.